Event description:
Baxter pump set to infused mivf @ 150ml/hr. After observing pump for several minutes, no flow of IV fluid (nothing flowing from tubing end and no drops in drip chamber) despite pump with green arrows saying it was actively infusing. Video taken. Pump tubing placed in different baxter pump with appropriate function. Pump sequestered and sent to biomed.